Manufacturer narrative:
Analysis found no fault. Handpiece was tested and the ambient temperature or start temperature was 75.4°f and the rise max temperature was 86.2°f. (The max temp - the ambient temp = 10.5°f which was passing.) The max rise temp was 27°f for this drill. After the evaluation, there was no fault found with the drill. Item was repaired, cleaned and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that a handpiece was burning post-operatively. There was no patient impact.